Event description:
It was reported that the patient was experiencing sciatic nerve pain in his left leg, pain in his middle and lower back, and numbness in his left arm and hand as the result of scoliosis. On (B)(6) 2010, patient underwent a thoracic and lumbar fusion procedure at an unknown level using rhbmp-2/acs with the installation of hardware including rods and cages. It was reported that patient was under anesthesia for more than ten and a half hours. Patient was told that he had coded and had to be revived four times while in the recovery room. Following the surgery, patient began to suffer from intense pain in his side below his right arm. This pain was treated with medication in the hospital. On (B)(6) 2010 patient was suffering from so much pain that it interfered with his ability to breathe. He returned to ER for more medication. Currently, patient has lost most of the flexibility in his back and now suffers from a considerable increase in his overall back pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.